Event description:
Loss of atrial capture and high impedance were reported and the lead subsequently tested out of specification at manufacturer's analysis. The device was explanted. No patient complications have been reported as a result of this event.